Manufacturer narrative:
Tw # (B)(4) updated sections. The device was returned to the factory for evaluation on 01/08/2025. An investigation was conducted on 02/04/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal was observed in the loading device window. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches; the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000382810 history record review was completed. Theres an ncmr, rework, or deviations documented for the reported lot number. Ncmr #17890-during the processing of a batch of cv000003394 (hs device sub-assy) and via procedure it was discovered that component cv000003494 (hs3 loading device, jaw (artwork)), batch #3000362648 has a molding defect on the flange section of the jaw. ]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a

Manufacturer narrative:
Trackwise ID#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported during an opcab surgery, the heartstring 3.8mm product seal was caught in the loader, preventing proper loading and only the delivery device handle coming off. The product was determined to be defective, so a new product was used and the surgery was successfully completed. The patient is in good condition. Photos were provided the complainant, there is no evidence of blood on the loading device. The seal is observed in the loading window. There was a procedural delay in loading new products again due to problems with this product, but the delay is less than 10 minutes.